Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set had air in line. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the large amount of air emboli. Verbatim: rcc received a complaint via email. Nnp called to bedside to assess left arm with aline. Mottling noted throughout arm, chest, and back along with dec perfusion to hand. Aline removed. Ultrasounds obtained of lue and hus. Large amount of air emboli noted on hus. Pt with worsening lactate acidosis after receiving medications and intubation. Repeat hus, CT, and MRI with extensive brain injury.

Event description:
No additional information was provided.

Manufacturer narrative:
Correction: annex a code. H10: no product or photo was returned by the customer. The customer complaint of adverse event without identified device or use problem could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 10011865 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.